Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1 initial reporter facility: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ es server needs remote support service access verified for all pyxis mains. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the facility does not having the necessary network configurations for wsus to function properly. A technical support specialist emailed out the bd remote support services network guide to the hospital information technology team so that they can verify their firewall rules and network configurations and also instructed the customer to contact account executive for remote support services access request if required to resolve the issue.

Event description:
It was reported by the customer that a bd pyxis¿ es server needs remote support service access verified for all pyxis mains. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.